Manufacturer narrative:
On march 13, 2023, the distributor reported the additional information: the pump was turned off by the customer. No device deficiency was identified. There was no serious deterioration in state of health or death. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 152 mg/dl. No additional patient or event information was available.